Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, three lenses were scratched. It was noticed during implantation of the lens and one of the lenses had to be explanted. There was patient contact however no patient harm. Sample has been discarded. Additional information has been requested and received stating that the procedure was completed on the same day with another model of the company lens. There are three medical reports associated with this event. Two of the reports were bilateral and this file belongs to right eye of a separate patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.